Event description:
It was reported to boston scientific in 2006, that a trapezoid rx lithotripter compatible basket device was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure in a female patient ( weight unknown) the same day. According to the complainant, "[the] doctor was treating a patient with cbd stones with ercp. After succeessful sphincterotomy, doctor decided to use trapezoid basket to remove stones. As he caught a stone and closed the basket , tip of the basket got disengaged and all four wires opened. Cbd stone removed" no patient complications were reported as a result of this issue and the patient was reported as "stable" following the procedure. The tip was left to pass by normal peristalsis.

Manufacturer narrative:
A visual analysis of the returned device, confirmed the reported event. A visual examination of the device revealed the basket tip was missing, but the wires were intact and properly shaped. The rx lithotripter compatible basket tip is designed to release when a certain amount of force is applied; however, it cannot be determined if the tip prematurely detached prior to reaching the specific force requirement.